Manufacturer narrative:
The reported event of helix would not extend was not confirmed. X-ray, visual and electrical inspection revealed no anomalies. The helix could be extended and retracted by applying torque directly to the connector pin.

Event description:
Prior to the implant procedure, the lead helix was tested and would not extend properly. A new lead was used to complete the procedure and the patient was in stable condition.